Manufacturer narrative:
(B)(4). If additional relevant information is obtained, then a follow-up MDR will be submitted.

Event description:
It was reported that a clearlink continu-flo stopcock extension set leaked. The set had ¿all tight connections.¿ there was no patient involvement. No additional information is available.